Event description:
It was reported that the patient complains of pain, but x-ray shows okay. During a recent trip (approximately end of (B)(6) 2013, beginning of (B)(6) 2013), the patient and wife claimed swelling.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as an unknown right stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
(B)(6). An event regarding pain and swelling involving a trident liner was reported. The event was not confirmed. -medical records received and evaluation: a review of the provided records by a clinical consultant concluded: "the alleged pain after the revision surgery requires more documentation to determine if the remaining stryker components are involved in this clinical situation or if it relates to the revision biomet femoral components" -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review was not performed as no product specific failure mode was identified. Conclusions: the event could not be confirmed nor the root cause of the reported pain and swelling determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The primary tritanium hemi cluster hole cup, cat# 502-03-58f, lot# mjjawk was added to this report. It cannot be determined which, if any of the reported devices may have caused or contributed to the patient's pain.

Event description:
It was reported that the patient complains of pain, but x-ray shows okay. During a recent trip (approximately end of (B)(6) 2013, beginning of (B)(6) 2013), the patient and wife claimed swelling.